Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Manufacturer¿s analysis confirmed the customer comment that there was a dead spot on the display screen of the programmer; the overlay assembly tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer had a "dead zone" one-third of the way down from the top; attempting to re-calibrate the stylus touch-pen did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.